Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was explanted due to exit block. A new rv lead was successfully implanted. To date, there have been no adverse patient effects reported.